Event description:
A nurse from the medical center contacted lifecor customer support to inform us that the gel had been deployed from the male patient's device. A lifecor patient services representative (psr) visited the patient to learn more about the event and to replace the gelled electrode belt. The psr informed us that the gel had been deployed, but a treatment was not given. She was able to download the information successfully and this confirmed that the gel had been released and the patient had not been treated, but the device had been alarming him for quite some time. The gel had been released, but the nurse had removed the battery before treatment could be given. Device malfunction was not suspected at that time.

Manufacturer narrative:
Device evaluatin of electrode belt has been completed. The electrode belt functioned properly. However, visual inspection found the section of cable between ECG nodes "a" and "b" had been physically pulled through the strain relief crimps. Although not reproducible through in-house testing, the loose cable section could result in increased ECG noise if the cable section was manipulated in such a way that intermittent shorting of the wiring / shielding occurred. The root cause of the cable damage was excessive force applied to the cable sections. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.